Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
A stryker core console with irrigation pump was sent in for eval due to overheating during a procedure. The event occurred at the end of the procedure, no adverse event was associated with the device.